Manufacturer narrative:
Initial.

Event description:
It was reported that a user entered a pool while wearing the ilet pump and subsequently asked whether the pump required replacement; the device remained responsive with no alerts, and the user was advised that the pump is water resistant and should be removed before swimming, to monitor function, and to call back if abnormal behavior occurred. Symptoms included no clinical effects. Outcomes included no impact on therapy or care. Investigation included customer service triage and troubleshooting education. Investigation of this case revealed no malfunction or performance issue, no alarms, and no evidence of fluid ingress affecting function. It was concluded, based on established findings for similar reports, that user exposure of the device to water did not result in a device failure and that the event was attributable to use outside of instructions for use without adverse effect.